Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Upon follow up with the customer, it was determined that additional information received indicates that the event does not meet the definition of a reportable malfunction. No further report will be submitted for this event.

Event description:
It was reported that the unknown biomet pickup impression coping did not assemble. Another impression coping was used to finish the procedure.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the screw threads could not be screwed to the implant. Another abutment was placed to finish the procedure.